Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the ER due to diaphragmatic stimulation by the left ventricular lead. The lead was removed and replaced. No patient complications were reported as a result of this event.